Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in the duodenum on (B)(6) 2018. This complaint is being reported to address the fifth ercp procedure involving this scope. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the deployed stent could not be visualized in the target location. The physician thought the stent had misfired in the duodenum, and since these stents can be passed naturally, the physician did not confirm the location of the stent and assumed it would just pass out the patient naturally. Another of the same device was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The endoscope used during this case was reportedly used in five additional procedures following this case. The scope was allegedly cleaned between each procedure following the hospital¿s two step protocol. First the distal section of the scope is cleaned using solution called first step, and they have a bristle brush they use as well (olympus cleaning brush). Afterwards, the scope goes through sterile processing. Following the fifth additional procedure, the original complaint stent was found lodged within the working channel of the scope. The physician thinks there is an issue with the design of the endoscope (4.2 mm olympus tjf-q180v). The physician claims there is a small space in the working channel of the scope where the stent could have been lodged and would have been missed by the cleaning brush. It is a small enough space, and the angle was just right, where the cleaning brush could enter and exit the scope without removing the lodged stent.